Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version#: 2.1.0, ubd: , UDI#: h3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system performed as inte nded. Archive review revealed that one of the images was not completed to mdt imaging protocol. The reference exam was okay. Trace pattern was sub-optimal and many points were buried below the surface of the exam. Metric was still passing. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used for a cranial biopsy procedure. It was reported that the registration was not working. The passive planar registration was not initiating after the two second hold. The first registration was not accurate. The second registration did not reach a metric they were happy with. They then swapped out stealth systems and got an acceptable registration. Manufacturing representative (rep) stated that many of the points were deep into the model and the trace pattern was not optimal. There was less than an hour delay in the procedure. No impact on patient outcome.

Manufacturer narrative:
D4 correction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-h6: a software task was initiated. Logs and archives were reviewed. The archive contained 2 magnetic resonance (mr) exams. One of them was not optimal for stealth and the other was used as a reference exam. Both exams were merged together. One plan was created and the entry of the plan did not seem to start from surface of the skin. The user performed trace registration and two trace registrations existed with a 2.5 and 3.2mm accuracy metric. The trace pattern looked similar for the two registrations with one registration having a few additional trace points. The trace pattern did not start from tip of the nose, few points were inside the skin. Trace points existed also on and below the lateral canthus which should be avoided. The log analysis was in-line with archive analysis related to exams used, registration type, and the accuracy metric achieved. It was recommended for the user to improve the trace pattern for achieving better accuracy. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Previously reported codes b01, c19, and d15 are applicable to this analysis. H2: please see section d9 for when the logs and archives were available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that they were unable to get the registration metric as low as they would have liked for the case. A measurable distance of inaccuracy was not determined.